Event description:
It was reported that the customer was hospitalized for low blood glucose and his blood glucose levels were 50mg/dl. Troubleshooting was performed and all the required tests passed. It was stated that the bolus history revealed that the customer bolused to treat his high blood glucose prior to the hospitalization. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and further testing was not performed due to the prime anomaly.